Event description:
Implant was placed 7/10/97. Implant failed due to mobility when uncovered and was removed 11/12/97. One person affected.

Manufacturer narrative:
The medical history has been received and reviewed. Co's conclusion remains the same: the implant is not believed to be the cause of failure.